Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was placed during a percutaneous endoscopic gastrostomy procedure performed on (B)(4) 2009. According to the complainant, post procedure, on (B)(4) 2009, the cap of the button was torn off. Another button replacement gastrostomy device was used to replace this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.